Event description:
It was reported that the implantable cardioverter defibrillator was oversensing due to myopotential inhibition. The patient was asymptomatic. Programming changes were discussed; no intervention was reported.